Event description:
Caller states patient was unresponsive with result of 62 mg/dl obtained on the aviva system. Paramedics were called, and patient tested 32 mg/dl on the professional meter within 6 minutes of the aviva result. Patient was treated with "sugar water" via IV. She was taken to the hospital and was treated with antibiotics for an unspecified infection. Patient's low blood glucose symptoms had improved and she was released from the hospital later that day. Requested return of suspect device and replacement was sent.